Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A service and repair evaluation/review was attempted; no service history review can be performed as part number 391.201 with lot number(s) p185349 is a lot/batch controlled item. The manufacture date of this item is 11-jul-2014. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Device history records review was conducted. The report indicates that the: DHR review for part #391.201, synthes lot #p185349, release to warehouse date: 11-jul-2014, 05-aug-2014. Expiration date: n/a. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented that customer reported that the cable tensioner with an unknown malfunction device was just marked for repair. The issue was discovered during a surgery on (B)(6) 2017 with no reports of patient injury. The hospital stated on (B)(6) 2017 that the cable tensioner does not grasp and is tight. This complaint involves one device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient information not available for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was performed on the subject device. The customer reported the tensioner did not grasp and was tight. The repair technician reported the device had no visual damage, but would be forwarded to the supplier for additional investigation. The cause of the issue is unknown. The device was sent to the vendor for repair on 25-apr-2017. The vendor reported the tensioner failed the pull test and could not be repaired. The device will be forwarded to customer quality upon completion of the service and repair process. The evaluation was confirmed. A manufacturing investigation was performed. This device was originally returned to (B)(4) for repairs. On 5/16/2017 the device failed repair pull tests with tension measuring 2kg below specification. Root cause analysis was conducted and was unable to confirm a definitive root cause for the low tension reading. Further investigation will not be performed at this time as the risk associated with this occurrence is low. However, rti surgical will log this confirmed complaint for trending purposes. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.